Event description:
On (B)(6), 2012, the lay user/patient's wife contacted lifescan (lfs) alleging that her husband's onetouch veriopro meter was reading inaccurately high. The complaint was classified based on additional information obtained from the patient's wife (reporter) during a follow-up call by a customer service representative (csr). The patient tests ten times a day. According to the reporter, during the evening, if she notices that her husband's sleeping behavior is unusual she reportedly would test his blood glucose using sample obtained from his ear. Typically, however, the reporter indicated he would obtain blood samples from his finger. The patient's diabetes is managed with an unspecified type of insulin (via insulin pump); it is unclear how the patient adjusts the amount of insulin he takes based on meter readings. The patient's normal blood glucose range is reportedly between "108-130mg/dl". The patient's primary meter is the onetouch veriopro meter; however, the patient also uses the freestyle meter. The reporter confirmed that in (B)(6) 2012 (at 10pm), the patient obtained a blood glucose reading of "244mg/dl" with the subject meter. However, it is not clear what action (if any) the patient took in response to the reported reading. Four hours after obtaining the reported "244mg/dl" reading, the reporter confirmed she noticed her husband was breathing differently while asleep. After observing his unusual breathing pattern the reporter confirmed and clarified she tested her husband with his secondary meter (sample drawn from his ear; result not clear) and then contacted the emergency medical services (ems). The patient reportedly obtained a blood glucose reading of "40mg/dl" with the ems's meter, he was then administered IV glucose as treatment, and he reportedly felt better soon after. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient obtained an inaccurate high reading on the subject meter, and although it is not clear what action the patient took in response to the alleged inaccurate high reading, the patient reportedly was later treated by a health care professional for severe hypoglycemia.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012 and (B)(4) 2012. Product analysis (pa) evaluated the meter on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. A DHR (device history record) was requested for this particular meter lot and no problems were found. Pa evaluated the test strips on (B)(4) 2012 and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.